Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the lead was returned with the helix fully extended, and the distal conductor distorted within the connector. Also reported was deformation/fracture in prox section of the inner coil and extension problems.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty with subclavian access. After several failed attempts at lead positioning, the helix mechanism did not function. The device was not implanted. No patient complications have been reported as a result of this event.